Manufacturer narrative:
Red emergency stop button is available on the unit to stop all system movement. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
It was reported that a customer triggered system movement of the axiom aristos fx plus system. After the movement button was released, the tube stand continued lowering down. There are no injuries related to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The investigation of the reported event was completed with the following result. The lock f10 interrupted the 36v power supply to the motor. This abrupt voltage drop occurred during downward movement of the tube stand, which resulted in the described behavior of the system. The investigation showed that the behavior could only be reproduced in the laboratory under the following specific conditions, which are not plausible during normal system operation and therefore are not common: the gearbox must be well-run in. The gearbox must be warm enough (low viscosity of the gear oil). The power supply must break down during ongoing downwards movement (technical defect). The downwards movement is very slow and gets even more slower due to self-locking gear and motor-resistance. The movement stops if it collides with an object. The lock f10 at the concerned customer site was repaired and the system works as specified. This report was submitted august 25, 2016.